Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. Because the sensor is a one-time use device, a complete evaluation was unable to be made. The customer complaint of inaccuracies was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of patient on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported.